Event description:
It was reported that the day after the catheter was inserted, the clinician tried to remove it, but met with difficulty. The clinician inserted an epidural needle over the catheter hoping to aid in the removal, but when trying again to remove the catheter, it separated and a portion approximately 5cm remained in the patient. The following day, the catheter was surgically removed. As of five days later, the patients condition was good and there were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
Sample will not be returned for evaluation.